Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised due to liner wear. Office notes revealed that there was a 2mm poly wear. During the procedure, gradual progressive poly wear was observed. There was abundant synovitis. The head and liner were replaced with new zimmer biomet devices. No other findings/observations related to the reported event were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head 28 mm diameter medium 7 mm cat# 00902602900 lot# 67286800. Unknown stem. Unknown cup. The device will not be returned for analysis, as the device location remains unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately 25 years post implantation due to eccentric poly wear. Attempts have been made and no further information has been provided.